Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing lead impedance and high capture threshold were observed. The lead was explanted. The patient condition was good after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.